Event description:
As reported by the user facility: broken free flow clip. Date of incident (B)(6) 2012 - free flow of saline into pt for about 20-30 seconds, no injury.

Manufacturer narrative:
(B)(4). (B)(4) is submitting a single report on behalf of b. Braun (B)(4) (the MFR). This report has been identified as (B)(4). The actual pump involved in the reported incident was returned for eval. Visual inspection of the pump door identified that the pump's free flow clip catch was broken. The metal front sheet, which includes the free flow clip catch, was replaced on the pump. A review of the pump operation log indicated that the last recorded infusion in the log was on (B)(6) 2012 at 4.59:00pm. The infusion was started with a rate of 1200.00ml/h and it ran for 61sec. To 5:00:01pm and it infused a total volume of 20.18ml or 100.9% of the expected volume. At 5:00:03pm, a tube change was initiated ("tube_drive_open_req"), then, at 5:02:39pm, the pump was unplugged ("mains operation;off") and at 5:02:50pm, the pump was turned off for the day ("operating condition;off"). The pump operated as intended. It should be noted there are several mitigating mechanisms between the pump and the tubing set that prevent fluid flow when the pump is not running. These include the set based free flow clip, a tomahawk valve that can be released manually to remove the tubing, and the tubing's roller clamp. It must be noted that the instructions for use of the pump indicate when an infusion "closed the set's roller clamp and disconnect the pt". Based on the results of this investigation and event description, it appears the cause of the event is associated to a broken free flow clip catch and a failure of the user to follow the mitigating instructions in the IFU to prevent free flow events. The most likely sequence of events that resulted in the flow of fluid was the pump door was opened and set based free flow clip did not activate because of the broken clip catch. While the door was open, the pump's safety release mechanism was pressed, releasing the pumps anti free flow mechanism, resulting in the flow of fluid. Broken clip catches are typically the result of improper insertion of the IV set based anti free-flow clip. If the set-based anti free-flow clip is not placed into its correct position, and the front door of the pump is forced close by the user, the free flow clip catch can break. All available info has been forwarded to the device MFR. If add'l pertinent info becomes available from the MFR, a f/u report will be filed.